Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not diffuse an unspecified medication. The expected infusion time was 48 hours. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between april 21, 2025 ¿ april 23, 2025. H11: the device was received for evaluation. A visual inspection was performed, and white drug precipitate was inside the tubing line. A flow test was performed, and no flow was observed. Forced prime was performed, and no flow was observed. When the flow restrictor was disassembled and examined, evidence of drug precipitate was observed blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor housing. The reported condition was not verified. The cause was determined to be from use error from the drug precipitate. The product label (IFU, instructions for use) indicates it is the responsibility of the user to assure that the medication is prepared and administered in accordance with the drug manufacturer¿s package insert. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.